Event description:
On (B)(6) 2025, a patient underwent an endovascular procedure to treat a zone 2 aneurysm, utilizing gore® tag® conformable thoracic stent graft with active control system (ctagac). A gore® tag® thoracic branch endoprosthesis (tbe) was also implanted. It was reported the ctagac device was deployed first in the descending thoracic aorta before tbe placement. In preparation for advancing the tbe device, upon snaring the left subclavian wire, the physician caught the snare on an uncovered stent of the ctagac device and the graft in-folded slightly. It was also reported once the tbe device was deployed, and the in-folded area was ballooned, the in-folded area was rectified. The patient tolerated the procedure.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated section g3/g4, h6, and h10.